Event description:
It was reported this implantable pulse generator (ipg) registered a reset warning. Std analysis revealed that multiple resets occurred, revealing a low battery voltage or battery hook-up. The ipg was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) preliminary testing confirmed a low voltage reset. The cause of the abnormal por (power on reset) events in this device was the result of a malfunction in an integrated circuit.